Event description:
A report was received stating that the listed device was in use with a pt when the 15 mm connector became disconnected from the device after an unk amount of time in use. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.